Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker¿s battery depleted rapidly. The battery longevity went from two years down to 0.5 years. Boston scientific technical services (ts) verified that the device's automatic capture (ac) was turned on the entire time and explained that higher current drain and high output setting contributes to the battery longevity of the device. Attempts were made to obtain additional information but were unsuccessful. The pacemaker remains in service. No additional adverse patient effects were reported.